Event description:
It was reported that the patient was referred for a pocket revision and possible replacement surgery due to migration of the generator. It was also reported that the patient had been experiencing neck pain. Additional information was received that the patient had their surgery and that the generator was only repositioned. Response was received that the migration and neck pain is due to patient influence as the patient crawls on their chest. This caused the migration of the generator which as a result pulled on the leads. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. H3. Device evaluated by MFR? Code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.